Manufacturer narrative:
Follow-up # 1 date of submission 12/02/2013 - device evaluation:the pump has been returned and evaluated by product analysis 11/20/2013 with the following findings:a review of the pump history showed no errors, alarms or warnings related to the complaint; however, multiple reboots were observed on 08/02/2013. The battery compartment was fully intact; no damage was observed. There was no evidence of moisture contamination found inside the battery compartment or on the battery cap. The battery cap was able to fully tighten to the pump and no power loss was observed during testing. There was no evidence of moisture contamination found inside the cartridge compartment. The cartridge cap was not returned with the pump. The pump was exercised for 24 hours with no power loss or battery related warnings occurring. A leak test revealed a crack and leak at the upper right hand corner of the display area. The pump case was removed and no evidence of moisture contamination was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power issue involving moisture ingress. The pump has shut off and lost power during use. Corrosion was noted on the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.